Event description:
It was reported that during a device upgrade procedure, the physician noted that this right ventricular (rv) lead was unable to provide pacing when connected to the new device. Additionally, a high capture threshold measurement (1.5v) was also observed. Boston scientific technical services (ts) was contacted and recommended lead replacement. The physician surgically capped and abandoned this rv lead and a replacement lead was implanted to resolve the event. The patient was stable with no additional adverse effects. This rv lead remains implanted, but capped and out-of-service.

Event description:
It was reported that during a device upgrade procedure, the physician noted that this right ventricular (rv) lead was unable to provide pacing when connected to the new device. Additionally, a high capture threshold measurement (1.5v) was also observed. Boston scientific technical services (ts) was contacted and recommended lead replacement. The physician surgically capped and abandoned this rv lead and a replacement lead was implanted to resolve the event. The patient was stable with no additional adverse effects. This rv lead remains implanted, but capped and out-of-service.